Event description:
A healthcare professional reported with a description of defective lens. Additional information was requested and received stating it was noticed the both haptics torn off subsequently, it was removed during initial procedure and replaced with another lens and endothelial damage was also noticed.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).